Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# v503941 implanted: (B)(6) 2010product type lead product ID 3037 serial# (B)(4) product type programmer, patient product ID 37092 unknown product type accessory product ID 37092 product type accessorya good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. The patient reported that their battery was dying, they were running to the bathroom more often, and needed to find a healthcare provider to help them. The patient reported that, the whole time they had it, they were never able to find the implanted neurostimulator (ins) on their own, due to too much padding back there. They always had to wait to see the doctor to get them to do it. Additional information was received from the patient and it was reported that they had an appointment scheduled for (B)(6) 2017. On (B)(6) 2017, it was reported that they saw the healthcare professional (hcp) and they were not able to get the patient programmer (pp) to communicate when the antenna was attached. They were also unable to do it without the antenna. The patient stated that the hcp believed there could have been a short in the antenna and the patient should request a new one. On (B)(6) 2017 it was reported by the patient's spouse that the patient didn't get a pp pouch or antenna for the replacement pp. They confirmed that there were no issues and the patient was just requesting for a pp pouch and antenna. It was unknown if the replacement pp resolved the poor communication issue. On (B)(6) 2017, it was reported that the patient had the implant removed bec ause it was old and there were three leads, out of four,that were not working. The leads not working were noticed about a month prior to the report, confirming that it was in (B)(6) 2017. There were no further complications reported or anticipated.